Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock on the mayfield ultra base unit (a2101) was very sticky and dirty. The shock cushion was also reported as dry and fractured, and the locking screw was loose. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the item. Unit received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn, and needed to be replaced. The shock cushion and ¼ inch pin were worn and the adjustment wrench had worn threads. General maintenance, cleaning and replacement of worn components is required. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.